Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, lot# unknown, partially explanted: (B)(6) 2016, product type: catheter. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in ireland who received prialt/ziconotide 12.5 mcg/ml at 0.061 mcg/day via an implantable pump. The patient¿s concomitant medications and medical history were not obtainable. It was reported the patient had a new pump implant, initial implant, late last year; date not specified. Although the implant date of the catheter was reported as (B)(6) 2016. The exact date was not known. On an unspecified date, recently during normal use, the patient appeared to have developed a seroma over the spinal wound site which would not resolve. When the flow rate was reduced significantly, the seroma also appeared to reduce following this. However, it did not resolve. The decision was made to explore the wound. It was further clarified that the wound was fine and had healed properly post initial surgery. Further, the seroma was solely from the build- up of the pump fluids rather than a build-up of their own bodily fluids. Upon opening, it was noted that the connector had disconnected between the spinal and pump segments. A partial explant and replacement of the catheter occurred on (B)(6) 2017 in which an 8781 was used as the replacement. The issue was reported as resolved. As reported, there was no known environmental, external, or patient factor which may have led or contributed to the issue. At the time of the report, the patient was doing well and was noted as alive-no injury. The only part of the catheter available for analysis was the connector from the original catheter and the catheter would not be returned. The connector was felt to be the issue and this product was to be returned once provided to the representative. The patient was currently reported as ¿fine¿ and doing well. The serial number of the pump and lot number of the catheter was not available/not known.

Manufacturer narrative:
Concomitant products: product ID: 8781, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Analysis identified the collet had been prematurely locked in place. Both ends of the collet were fully locked in place with no catheter inserted/attached. Analysis also identified foreign material on the pin connector. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8781, explanted: (B)(6) 2016, product type: catheter. Product ID: neu_unknown_cath, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.